Manufacturer narrative:
Block h3: the visions pv .018 catheter was returned without the distal portion of the floppy tip. The returned section includes the proximal portion of the floppy tip, scanner body, expanded single lumen (esl), distal shaft, luer, cable connector, and connector. The floppy tip length specification is 12 mm ±1 mm. The returned portion of the floppy tip measured approx. 4 mm, which concludes that approx. 8 mm (0.8 cm) was not returned. Block h6: the probable cause of the tip separation is likely due to handling during use. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 & a3b: not available from facility. Block b6: not available from facility. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .018 catheter was used in a diagnostic procedure. During use, a weird picture was displayed, making the decision to swap for another catheter. However, upon removal, it was observed that the tip separated. A new visions catheter was used to complete the procedure with no additional intervention. No patient injury reported. This product problem is being submitted because the visions catheter tip separated. There is a potential for harm if the malfunction were to recur.